Event description:
It was reported by the affiliate that when introducing a 10x29mm 135cm palmaz genesis opta pro mounted stent, resistance was felt on the passage of an unknown cordis sheath introducer. When removing the device, the doctor observed the ball out of his original line and a cell of the stent on system output. The ball (balloon?) Was distended and the stent was distended. A kink/bend was noted upon removal of the device. Another device was used to complete the procedure. There was no patient injury reported and the device will be returned for analysis. No anomalies were noted to the device when removed from its packaging. The sds was prepped according to IFU guidelines. The stent was properly mounted on the system when inspected prior to use. The devices used with the product did not kink or bend at any time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Addendum (25-nov-2013): additional information was provided by the affiliate indicating that an avanti plus sheath introducer was used during the procedure. The balloon mounted on the stent was distended and the stent was distended. There was strut uplift. The device was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported by the affiliate that when introducing a 10x29mm 135cm palmaz genesis opta pro mounted stent, resistance was felt on the passage of an avanti plus sheath introducer. When removing the device, the doctor ¿observed the ball out of his original line and a cell of the stent on system output. The ball was distended and the stent was distended. The balloon mounted on the stent was distended and the stent was distended¿. There was strut uplift. A kink/bend was noted upon removal of the device. Another device was used to complete the procedure. There was no patient injury reported. No anomalies were noted to the device when removed from its packaging. The sds was prepped according to instructions for use. The stent was properly mounted on the system when inspected prior to use. The devices used with the product did not kink or bend at any time. One non-sterile sds genesis 10x29mm 135cm pro was received coiled inside a plastic bag. Balloon was previously inflated and deflated. Stent was not returned. No damages were noted to the device. An attempt to perform insertion withdrawal test was made, after attempting to deflate the balloon, since the balloon could not be fully deflated functional test could not successfully performed. Crimp marks were found in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported strut uplift could not be confirmed as the stent was not returned for analysis. Additional investigation into return of the stent component notes that the stent was returned for analysis; however it was not received in the returned package. Crimp marks were noted on the balloon of the devices suggesting that the stent was mounted appropriately during manufacturing. The resistance/friction reported was confirmed as the balloon catheter of the sds was returned and could not be inserted into the csi during analysis testing. The analysis notes that this may be due to the secondary profile of the balloon. Based on the information available for review, contributing factors could not be conclusively determined. Neither the DHR review nor the analysis suggests that the issue reported by the customer is related to the design and manufacturing process; therefore, no corrective/preventive action will be taken.